Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as bumpy and red. The patient's doctor prescribed cortisone cream and benadryl. The patient's dermatologist recommended the patient use alcohol wipes on the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.